Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the scroll compressor and the temperature sensor. The stm also replaced the helium reservoir which was failing the relief valve test. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a power up test fails code #14. There was no patient involved and no adverse event was reported.